Manufacturer narrative:
The customer had previously replaced the co2 membrane. The customer noted that in the days prior to the event, they had to recalibrate co2 more often. When the trend was noticed, qc was rerun and was low. Service replaced both co2 electrodes and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low carbon dioxide (co2) results generated by unicel dxc 800 pro synchron clinical system. The results were reported out of the laboratory. When the trend was noticed, eleven (11) samples were rerun on the customer's other instrument and 2 reports were amended. Of the eleven (11) samples, the difference in results for seven (7) of the samples exceeded assay precision claims. It is unknown which two (2) samples were amended. The seven (7) samples that exceeded claims are shown. Patient treatment was not initiated or withheld based upon the false results reported.